Event description:
Reference number (B)(4). Event occurred in germany. On an unknown date, the patient husband reported that the patient had abscess at two infusion sites and the first abscess was opened for that cortisol ointment was prescribed. The patient wants to see her physician again for the second abscess. No further information was provided. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.